Event description:
The complainant stated that the power supply board was burnt and is black. The unit was returned to ohio medical corporation for evaluation and repair. The unit was evaluated by ohio medical corporation's repair personnel. The unit was found to have a dead battery, broken switch and burned circuit board. The unit was repaired on (B)(6) 2008 and returned to the customer. This event did not contribute to a death, illness or injury.